Event description:
Discovered tibial tray implant has scratch right before the surgery. Scratched part was the bottom inside to contact the polyethylene insert bottom, and so surgeon is concerned perhaps if it may cause any back-side wear in the future.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.